Event description:
It was reported that during a pta treatment procedure to dilate a calcified, 99% stenotic lesion in the right superficial femoral artery, the balloon ruptured. The physician was inflating the balloon for this first time, when it ruptured at 3 atm. No pt injury or complications were reported. Pt status is reported as 'good' following the procedure.